Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A lot number was also not provided, and so a DHR could not be performed.

Event description:
The initial reporter stated that they had a set that was leaking at the filter. They stated that the seam on one side appeared to not be sealed. Mmdg followed up with the initial reporter and was informed that the leak resulted in a "palm sized" wet spot in a backpack, the nurse changed the tubing and the infusion ran normally. [(B)(4)].